Manufacturer narrative:
Pending completion of device analysis and review of the device history record. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report a pump explant. Reporter stated that the pump was explanted due to an increase in pain and withdrawal symptoms reported by the patient. The physician noted that the pump appeared to be undergoing intermittent stalls resulting in the withdrawal symptoms. It was also reported that the patient had been to the emergency department on multiple occasions as a result of the symptoms. No significant volume discrepancies were noted and the physician performed a side port study on the pump and catheter system and it was reported that the system appeared to be functional.

Manufacturer narrative:
Corrected information: h3, h6 device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature and at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 3 days. The unit ran within design specifications. The root cause of the alleged issue is unknown. Internal complaint number: (B)(4).